Manufacturer narrative:
Concomitant medical products: 620bg29, heart band, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a programmer. It was further reported that a tone was heard when a wand was placed over the device. The crt-d remains in use. No patient complications have been reported as a result of this event.